Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and the pump indicated a data log corruption. The customer's blood glucose level was not impacted as the pump was being used to infuse saline. Reportedly the customer has manual injections as alternate insulin therapy.